Event description:
Pt went to surgery for an exploratory laparotomy and small bowel resection at which time a foley catheter was inserted. Patient had episode of restlessness and disorientation on the event date and climbed out of bed and pulled out part of the foley catheter. The other half with the balloon remained in the pt. Pt went to surgery for removal of foreign body from bladder. Kendall notified on 03/19/01.